Event description:
Update to insertion and event date sentence: it was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, the patient reported that they experienced inaccurate cgm values 2 days after the sensor had been inserted in the arm. Approximately on (B)(6) 2024, the patient was watching television when he did not feel right and the cgm reading was 400 mg/dl which didn´t not seem right so he took a bg reading which was over 600 mg/dl. The patient experienced blurred vision, respiratory and cardiac issues hard on breathing. There was no treatment made during this time. His friend took the patient to the hospital. At the emergency department (ed) blood work was performed and the bg reading was 782 mg/dl and the cgm reading was still 400 mg/dl. The patient was treated with intravenous (IV) 500 mml of normal saline and 7 units of insulin. After the treatment the bg reading was 582 mg/dl and the cgm reading was 400 mg/dl. They treated the patient with another IV 250 mml of normal saline and additional 8 units of insulin and the bg decreased to 300 mg/dl. The patient was discharged the same day. At the time of the report the patient was fine. No other details were documented. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm approximately on (B)(6) 2024. On 09/23/2024, the patient reported that they experienced inaccurate cgm values which 2 days after the sensor had been inserted in the arm. On 09/19/2024, the patient was watching television when he did not feel right and the cgm reading was 400 mg/dl which didn´t not seem right so he took a bg reading which was over 600 mg/dl. The patient experienced blurred vision, respiratory and cardiac issues hard on breathing. There was no treatment made during this time. His friend took the patient to the hospital. At the emergency department (ed) blood work was performed and the bg reading was 782 mg/dl and the cgm reading was still 400 mg/dl. The patient was treated with intravenous (IV) 500 mml of normal saline and 7 units of insulin. After the treatment the bg reading was 582 mg/dl and the cgm reading was 400 mg/dl. They treated the patient with another IV 250 mml of normal saline and additional 8 units of insulin and the bg decreased to 300 mg/dl. The patient was discharged the same day. At the time of the report the patient was fine. No other details were documented. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.